Event description:
Central venous catheter was placed for chemotherapy at our hosp, by md. Seventeen days later, the pt complained of swelling in the neck when the cath was used for the third chemo treatment. The same day the cath was found, by x-ray, to be fragmented over first rib and the distal fragment was lodged in the right ventricle. The fragment section in the right ventricle was retreived by interventional radiology at another facility. The pt was brought into our facility eleven days later to have the remainder of the cath removed and a new cath inserted. The fragmented piece was removed, but the surgeon was unable to insert a new cath.